Manufacturer narrative:
(B)(6). (B)(4). Device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent olif at levels l2-l3 and l4-l5 with posterior fixation at levels l2-l5 on (B)(6) 2015. During surgery, it was found when surgeon broke screw tabs after performing final tightening that a set screw placed on the right l4 was not actually broken off despite the surgeon have heard a sound that suggested the set screw tab was broken. Fluoroscopic image confirmed that the set screw was still on the screw. The surgeon removed the set screw and confirmed that it was not broken off. He then tried to place the set screw again but could not mate it to the screw because "rod was floating from the screw a bit". He then used a rod reducer plier to mate them that solved the problem. It was reported that counter torque was used at final tightening. The set screw was disposed at the hospital and could not be retrieved.